Manufacturer narrative:
The device was returned to the u.s. MFR and an investigation is anticipated. A f/u report will be submitted if the investigation results require.

Event description:
It was reported that during a surgical procedure, three microdebrider cutters were not spinning properly, causing them to heat up. Backup equipment was used to complete the procedure, causing a 20 minute delay. No add'l info was provided.